Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead, product ID 7489, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the patient experienced a "burning sensation running from the dorsal incision site, along the extension and to the internal neurostimulator (ins) pocket" when she turned the stimulator on. It was noted that this sensation disappeared when the patient turned the stimulator off. It was further noted that reprogramming of the device was attempted, but did not resolve the issue. The physician discussed "changing the extension and possibly the ins", but no revision was scheduled. It was noted that the impedance measurements on the device were normal. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.